Event description:
It was reported the patient blood glucose level rose to over 250mg/dl after wearing the pod between one and four hours. The pod reportedly fell off, causing the cannula to dislodge from the infusion site (abdomen).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.